Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed, and the reported failure was not reproduced nor confirmed. There were no frayed cables observed during visual inspection that would have caused the wrist articulation difficult. The instrument articulated as expected during manual articulation. The grips of the instrument opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Isi has received the medium-large clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wrist articulation with difficult. The pulley was stiff and would not clamp shut with clip in place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the medium-large clip applier instrument was while the surgeon was attempting to clamp, the instrument would not clamp correctly. The surgeon made multiple attempts to close around tissue, but it would not clamp. No injury to the patient. No other issues. A backup was used to complete the procedure.